Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a liver resection procedure, device stopped working during the procedure. Tissue pad burnt out. Nothing fell into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.